Event description:
Physician reported during post-operative eval that a pedicle screw appeared to be broken in the pt. The pt's initial surgery was on (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Corelink will notify the FDA of the results of this investigation once it has been completed.